Event description:
The manufacturer received information alleging a ventilator's display screen was broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Impact damage to the lcd screen was observed. The device's lcd screen was replaced to address the issue.